Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734252. No PMA/510(k), as this report is filed on a similar system to a system that is marketed in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the articulating arm was loose. This issue was noted outside of a procedure, and there was no patient involvement.